Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began approximately 3 days prior to her contacting lfs, alleging that she obtained alleged inaccurately high blood glucose results of ¿500 and 565 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with insulin (self-adjuster) and in response to the alleged issue, she administered an increase dose of medication, taking 30 units of insulin, instead of 22-24 units. The patient stated that 5-10 minutes after the issue began, she developed symptoms of ¿felt about to pass out, dizzy and nausea¿. In response to the alleged symptoms, she reported that she telephoned her doctor for advice. The doctor advised her to take some rest and eat her normal diet, and not to take any further medication. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. It was noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse, whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.